Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported having high blood glucose of 488mg/dl. The caller stated that the infusion set was changed and the cannula was bent at ninety degrees, but the insulin pump did not alarm no delivery. The customer requested having the device replaced. No further information was provided.